Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus, scanner was not working. A field service engineer removed medication packaging from between the cubie pockets, ensuring all pockets were fully accessible. Good faith attempts were made to get the additional information about the scanner issue. No responses received from the field service engineer and the fse manager. Additional information will be added to the record if and when the information was received. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3 failed, device was not detected, and the scanner was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.